Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm and a no delivery alarm. The caller also reported that the device reverted to its previous bolus settings. Blood glucose level at the time of the incident was not provided. The customer's stated that he would monitor the issues. The insulin pump was not replaced or returned for analysis.